Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be submitted in receipt of any supplemental information.

Event description:
The customer reported that his blood glucose reached 270 mg/dl and stated that the pink slide insert was not visible, he did not hear the insertion click, he did not feel the cannula go in, and the cannula did not deploy.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.